Manufacturer narrative:
Continued e1 -- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a change in the shape and consistency of the left implant, softening and pain in the left breast" and "signs of extensive rupture of the left implant, with several diffuse silicone nodules, making it difficult to see any nodules or cysts" via ultrasound. The device has been explanted.